Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 94 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient returned for a routine follow-up, and the CT demonstrated that the stent graft has migrated 10 mm distally due to disease progression. At the time of the migration, the aortic neck measures 21 to 22 mm in diameter at the level of the renal arteries and 24 to 25 mm in diameter 15 mm distally without the presence of an endoleak. The aortic neck is short and conical with 20 degree angulation. The aneurysm size is unknown. The physician elected to repair the stent graft migration with an aneurx aortic cuff with successful results. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Intervention required) - evaluation results: (graft migration), (disease progression; short and conical aortic neck).